Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist recommended user to reregister biometric identity fingerprint and provided instructions for using and registering biometric identifier to resolve the issue. The tss also attached the guidelines to reregister or reset the bio-ID fingerprint for user reference. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bio ID failed over multiple days. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.